Event description:
It was reported that pump experienced malfunction alarm with malfunction code that required customer to contact support. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset, and did not experience recurring malfunction, and customer was advised to continue using pump and to call back if malfunction returned.